Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left anterior descending artery with moderate tortuosity, moderate calcification, and 90% stenosis, a 2.25x12 rx nc trek balloon catheter was advanced without resistance for pre-dilatation; however, it ruptured on the first inflation for 20 seconds at 14 atmospheres. The trek balloon catheter was removed from the patient anatomy without resistance and a non-abbott balloon catheter was used successfully for pre-dilatation and a non-abbott stent was implanted to treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, fielder; guide cath: heartrail 6f bl3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.